Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage electronic assembly. Also received with moisture damage on the motor, battery tube and vibrator assembly. Unable to perform the displacement test and self test or verify unresponsive buttons and a33 alarms due to blank display. The insulin pump was also received with missing address/serial number label.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system and blank display. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that the escape button stopped working. The device will be returned for analysis.